Event description:
It was reported that the pump's history had been erased, showing data only for june 17, 2025, with no evidence of alert 4 in the history. The customer's blood glucose level at the time of the issue was noticed to be 259 mg/dl, which is within the normal range of 54-500 mg/dl. Technical support informed the customer that some history logs might have been erased, but therapy was unaffected, and the customer agreed to continue using the pump for insulin therapy.